Event description:
Account reported that the drain was inserted during a cesarean section, but when the dr tried to remove the drain it broke off in the pt. The pt was taken back to surgery and the drain was removed. There has been no further complications as a result of the event.